Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen was badly scratched. Customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump function as designed but had harder time in reading the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with minor scratched lcd window, (B)(4).